Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The customer had diabetic ketoacidosis and was unconscious at the time of the call. The customer's blood glucose level at the time of the hospitalization was over 600 mg/dl. The customer had symptoms such as vomiting and feeling sick. They were wearing the insulin pump at the time of the hospitalization. They were given an intravenous insulin drip and other medication. The hospital removed the infusion set from the customer's body. The father had the insulin pump and the infusion set. Troubleshooting on the insulin pump was performed and insulin was able to exit. It was found that the time and date on the insulin pump was not correct. They were assisted with programming the time and date.